Event description:
It was reported that this pacemaker recorded an alert for the right ventricular (rv) intrinsic amplitude out-of-range, with a measurement of less than 3mv. The presenting electrogram (egm) showed two undersensed ventricular beats. An email was sent to the clinic recommending review of the programmed ventricular sensitivity, which was currently at acg 1.5mv. It was later reported that the device stored a ventricular tachycardia (vt) for a heart rate of approximately 166 bpm, lasting about 37 seconds. Ventricular undersensing was noted at the beginning of the episode. A new email was sent to the clinic recommending further rereview. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.